Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient reported unsatisfactory stimulation on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient complained of unsatisfactory stimulation and felt uncomfortable paresthesia. Patient reported was specified as the diagnostic type. The neurostimulator was reprogrammed on (B)(6) 2016 and the issue resolved without sequelae. The event was possibly related to the device or therapy, not related to the implant procedure, and not due to programming. It was noted that the most recent interrogation prior to the event was on (B)(6) 2016.